Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at adapter tubing junction the following information was provided by the initial reporter: gastroenteroscopy was left in place with an indwelling needle prior to the procedure, and the white clear tube at the y end overflowed with medication when it was pushed.

Event description:
No additional information provided.

Manufacturer narrative:
The customer returned 1 video, no defective sample. The video shows the leakage at the extension tubing, which is relatively close to the pp connector. DHR/bhr review (lot #3108393): this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4). Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. The extension tubing batches used in this batch of products is 3083104, review the raw material inspection records, no abnormalities. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the extension tubing. Please see the attached test report. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned video shows the leakage at the extension tubing. As no defective sample has been received, the specific damage state of the extension tubing has not been confirmed, so the root cause of this defect cannot be determined. The plant will continue to pay attention to such defects.